Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks. There is reasonable evidence suggesting that the device has had the same behavior for multiple episodes that appear to be related to supraventricular tachycardia (svt) events. The device remains in service. The electro physiologist decided to medicate this patient for rate control. That was the only intervention he felt was necessary. No adverse patient effects were reported.